Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; there is limited value in the one month post endovascular aortic aneurysm repair surveillance computed tomography scan michael c. Soult, brian t. Cheng, neel a. Mansukhani, heron e. Rodriguez, mark k. Eskandari, and andrew w. Hoel https://doi.org/10.1016/j.avsg.2018.08.075. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent, endurant and aneurx stent grafts were implanted in patients for the endovascular treatment of abdominal aortic aneurysm. It was reported that on 1 month and 6 month follow up CT endograft related findings were noted for which intervention including explant was on occasion required. It was noted that some of the procedure were outside of IFU and that adverse events were noted in other patients. No additional clinical sequelae were reported. The following adverse events were noted; malfunction - type ia, ib, ii endoleaks, limb infolding, self resolved endoleaks,